Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during a trial procedure, the patient was experiencing pain in the back and legs. The physician did not believe that pain was stimulation related since the device was never turned on. The procedure was aborted and the explanted leads were discarded.